Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide#: (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Manufacturer narrative:
The MFR report number 2916596-2018-01034 event start date was initially reported as (B)(6) 2018, new information was received that the event onset date was (B)(6) 2018. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department with complaints of an altered mental status. The patient was found to have had a stroke. The patient had a CT (computed tomography) scan which showed a focal intraparenchymal hemorrhage in the medial aspect of the right parieto-occipital low with extension within the ventricular system. Following the CT scan, the patient had a seizure. Stroke, bleeding and death were captured under MFR report number 2916596-2018-01034, additional information received that the stroke onset date was (B)(6) 2018.